Event description:
A balloon ruptured following five inflations beyond its rated burst pressure during an arteriovenous hemodialysis graft dilation. The balloon was inflated multiple times prior to balloon rupture. During withdrawal of the balloon, the balloon material detached from the catheter shaft. The proximal end of the balloon material remained outside the pt. The balloon material was pulled out of the pt and another balloon catheter was used to successfully complete the procedure without pt complications. The service was received, evaluated and retained by this MFR. The engineering evaluation indicated the entire detached balloon was returned along with the catheter shaft. Approx 9mm of the balloon material was inverted. The distal bond remained on the shaft. The proximal bond became detached with the balloon segment. Glue was present on the catheter shaft. Several kinks were noted along the shaft. A longitudinal tear was noted in the balloon material along with a deep scratch running approx 5mm up to the tear. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. This device displayed characteristics consistent with contact with a sharp external source, a deep scratch in the balloon material, and overpressurization, a longitudinal tear. It was also indicated this device was inflated beyond its rated burst pressure. Co believes the above factors contributed to this event and do not attribute it to the device. Co's directions for use state: "the rated burst pressure should not be exceeded inflation in excess of rated burst pressure may cause the balloon to rupture. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."